Event description:
It is reported through the pt's attorney that in 1998, pt had x-rays of right knee, which revealed severe degenerative arthritis. Pt was admitted for elective total right knee arthroplasty. In 2002, pt reported pain in the knee, and x-rays revealed a grossly loose cemented femoral component. The femoral component was revised in 2003.